Manufacturer narrative:
The information provided by the customer did not indicate any system messages or other laser issues that could cause or contribute to the reported event. There were no system settings provided for review of the laser. Thus, at this time, there is no evidence contained within the reported information that indicates that the design or performance of the laser contributed to the event. The customer did not request service for the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule tear following a laser assisted cataract procedure. Additional information provided states that after performing the laser portion of the cataract procedure, the nucleus dropped during the phaco portion of the procedure. A vitrectomy was performed and an intraocular lens was placed in the sulcus.